Event description:
A report was received that the patient had lost weight (not device related) and the ipg is moving around. The patient underwent a pocket revision procedure and is reportedly doing well.